Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient moved out of state and went to another facility for their routine follow up imaging. Imaging noted that the closure device had shifted proximal and was not compressed. No intervention was performed or planned at this time.